Event description:
The patient was implanted with a left ventricular assist device. The clinical research coordinator reported that the hospital believed that the pump was forming clots. The hospital was going to exchange the pump, but during this process, a heart became available and the patient was transplanted.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.